Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. It was found to be caused by a failed keypad. Evaluation found the keys: on/off, 0,1,2,3 to work intermittently and the remaining keys to be inoperable caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad. "Keypad is not functioning properly - duplicated output with characters, on/off key is the only one that works". It was also reported there was no patient involvement.